Manufacturer narrative:
Supplemental filed to report that the initial MDR was filed against an incorrect serial number. The correct serial number for the unit in this event is (B)(4).

Event description:
It was reported the hi-lo actuator housing had broken away from the mount. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the hi-lo actuator housing had broken away from the mount. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.